Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. The patient called back repeating previously reported events. The patient had questions about turning therapy off vs. Turning the handset off. The patient realized during the call they had been turning their therapy off without realizing that this was turning their stimulation off. The agent reviewed how to power the handset off while leaving therapy on. The patient would leave their therapy on and monitor symptoms. The patient was redirected to their managing healthcare provider (hcp) if the issue was not resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had their stimulator set at 1.0 and it was giving them pain in their vaginal area. The patient said that when they turned stimulation down to 0.9 ma they had frequent bowel movements. The patient said they called their managing physician about this, no one was in the office and patient was told to call patient services (ps) for assistance. Agent reviewed information about adjustments. The patient didn't have their external equipment with them at the time of the call. The patient will call back and ask for assistance changing programs. Additional information was received from the patient on 2025-dec-30. The patient stated that the pain they felt in their vaginal area as a shocking sensation. Agent reviewed that the patient could consider trying a different program. The patient was on program 3 and decided to change to program 4. Once the patient was on program 4 they increased the amplitude until they felt stimulation, and they said the stimulation seemed to feel better. The patient will maintain amplitude on program 4 and continue to monitor symptoms.